Event description:
It was reported to philips that the device displayed a device error service required message. It was noted by the customer that coinciding with the error message, the device had a red x in the rfu indicator and was not charging. There was no patient involvement.